Manufacturer narrative:
Result - brake crank assemblies.

Event description:
It was reported by service report that the brakes could not be consistently engaged and disengaged. No patient involvement or adverse consequences reported.